Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 549 mg/dl. Customer addressed bg level with injection shots. Reportedly, the customer continued to use manual injections for insulin therapy.